Event description:
Manufacturer identified a computer software error after product was returned for product analysis. The returned generator's programming settings were indicative of interrupted system diagnostics. Good faith attempts to obtain more info from neurologist have been unsuccessful to date.